Event description:
It was reported that during an exploratory laparotomy a mcm20 misfired. Clips would not reload properly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Captured as (B)(6) 2022, only event year known, 2022. Batch # x94k6v. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found to be out of their intended position, jamming the firing mechanism. 18 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. Additional information was requested, and the following was obtained: could you please give more details on how the device misfired: did device jam (not fire clips)? Yes did device not feed clips? Correct did the device was difficult to fire? Yes did device drop or eject clips? No clips dropped did device sideways feed clips? Unknown did device fire malformed clips? Did device fire scissored clips? Malformed clips.